Event description:
It was reported that the patient was unable to adjust his stimulation of their implantable neurostimulator (ins) system after being in a walmart. The patient stated that he was not sure if this visit did something to his device or not and now when he tried to adjust the stimulation (increase or decrease) he would get 3 "beeps" from the programmer. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Extension/adaptor model 7496-51, serial# (B)(4), implanted: 1994-(B)(6), explanted: na, programmer model 7435, serial# (B)(4), lead model 3982, serial# (B)(4), implanted: 1994-(B)(6), explanted: na, plug/cap accessory model 3550-09, lot# n112965, implanted: 2008-(B)(6), explanted: na. (B)(4).